Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor got detached. Customer stated that the sensor fractured while in the body. Customer's blood glucose value was 25 mg/dl. Customer visited the emergency room and was hospitalized for 3 hours due to low blood glucose. Leading up to this event was a seizure. The customer was treated with glucose, oxygen and saline solution in the emergency room. The device will not be returned for analysis. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.